Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter would not thread over the .014 guidewire immediately following removal from packaging. Another catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. It was observed that the distal metal tip was pulled out from the outer catheter and a complete circumferential break was observed in the guidewire lumen. The break was located approximately 4.5cm from the distal tip. The edges of the break were jagged, possibly indicating that excessive force may have contributed to the event. No anomalies were noted along the length of the catheter. Performance/functional evaluation: the patency of the guidewire lumen was tested with an in-house guidewire. The guidewire was loaded through the distal tip however could only advance 4.5cm until the shaft break. The guidewire was loaded through the hub and able to advance to the shaft break and could not exit the tip. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break, as a complete circumferential break in the guidewire lumen was observed at the distal tip, likely leading to the reported guidewire issues. The definitive root cause for the break in the lumen could not be determined based upon the available information. It is unknown if additional procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. For the crosser catheters 14p, 14s, and 18 only, flush the guidewire lumen of the crosser catheter using a standard 10ml syringe with heparinized saline. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.